Event description:
Patient is post-op day 4 from a c-section with excessive bleeding. J-p drain(around the uterus) in patient. Patient began having low grade fevers and the obstetrics team attempted removal of the drain. At the time of the attempted removal of the drain, the tubing snapped and the remainder of the drain remained inside the pelvis. The patient subsequently had a CT scan which showed the remaining contents of the drain as well as a small fluid collection at the base of the pelvis. The drain was ultimately removed from the patient five days later.====================== health professional's impression======================unknown